Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that the sensor failed per specifications due to high readings.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a shot of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they been having a lot of calibration errors which may have caused the rapid increase and decrees in blood glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.